Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2018-01670. It was reported that the patient experienced ineffective therapy. Reprogramming was unable to provide resolution. Reportedly, x-rays confirmed the lead has pulled out from the ipg. The lead had impedance issues. Follow up revealed that the physician was unable to relocate the patient's lead on (B)(6) 2018 due to scar tissue. As a result, surgical intervention may be taken to address the issue.